Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, totally occluded popliteal artery below the bifurcation. On (B)(6) 2016, a 5 x 150 mm supera stent was implanted. It was confirmed that the stent was fully apposed to the vessel wall. On (B)(6) 2017, approximately 9 months post implantation, the patient returned to the hospital where restenosis of the supera stent was confirmed. This was treated with a drug eluting balloon. It was also reported that during the initial procedure the patient did not have appropriate runoff when the supera was implanted which was due to inadequate blood flow below the knee. Although it was not due to the supera stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of ischemia and restenosis, as listed in the supera, instructions for use, are known patient effects. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.